Event description:
During baxter's functional testing of a spectrum pump, it constantly displayed the downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. It was found out of specification with respect to the false downstream occlusion alarms. They were experienced during the evaluation and caused by a failed downstream sensor assembly. The failed downstream sensor assembly was replaced.